Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor damage by moisture. Unable to verify a33 alarms due to motor error alarms. The motor was tested outside the device and passed. The drive support was inspected and no anomaly was noted. The insulin pump has cracked case at display window corners, reservoir tube, reservoir tube window, broken battery tube threads and minor scratched lcd window.

Event description:
Customer reported that the insulin pump had alarmed during prime two times. The insulin pump was not bumped or dropped. The drive support cap is flush. No motor error alarm has occurred. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.